Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the serial number are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq syringe pumps displayed a system error 20603 (monitor motor runaway). The process step was not specified; however a pump was labeled with epinephrine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.